Event description:
It was reported the device goes into alarm mode. No patient injury was reported.

Event description:
Additional information was received which included the event date was unknown and that no patient was affected. The device was not in use during alarm.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a dirty enclosure and the line cord is worn. Missing some rubber feet, drain cap and j-clip. The device contains an old style pcb and drain valve fitting. Microswitch appears to be damaged in a bent down position, the connector was not connected to the board. The membrane switch ribbon cable is corroded and was not connected to the board. Functional testing found the disposable alarm was present visually and audibly. The root cause of the reported issue was found to be a damaged microswitch from user tampering. No action will be taken due to the age and condition of the device. Other problems found, a seized pump, corroded thermistor and heater, old style electronic assembly, and corroded membrane switch. The device would require more than 60% of spare parts to be replaced.